Manufacturer narrative:
The reported event describes the patient experiencing persistent pain that has no connection with the implanted devices. It is reported that the cause of the pain is soft tissue problems and the patient was given non-operative treatments. At the time of reporting the issue was unresolved. The reported device remains implanted. This event was reported as the patient was part of a clinical study. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant.

Event description:
Clinical research associate reported that during a clinical study an adverse event occurred. It was reported that the patient was suffering from persistent pain (post-operatively). This was deduced to be not device related, but related to the surgical procedure.

Event description:
Clinical research associate reported that during a clilnical study an adverse event occurred. It was reported that the patient was suffering from persitent pain (post-operatively). This was deduced to be not device related, but related to the surgical procedure.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.catalog numbers and lot codes of other devices listed in this report:cat # 5530-g-209 lot # lcr999 description: triathlon asymmetric x3 patella. Cat # 5551-g-320 lot # triathlon asymmetric x3 patella description: triathlon asymmetric x3 patella.cat # 5510f301 lot # s8kls description: triathlon cr fem comp #3 l-cem. (B)(4): not returned to manufacturer.